Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
A rn director at a user facility reported a patient received a third degree burn from a 400-2100 macrolyte ad pad. This device was used during a laproscopic hernia repair and the patient's injury was observed after the procedure was completed when the nurse went to remove the pad. The complaint form that was submitted to document this incident stated this injury required patient admission. To date, despite several attempts, the reporter has not provided additional information regarding the event or patient. This report is raised on the basis of a reported injury.

Manufacturer narrative:
To date, this reported dispersive electrode pad is still pending release from their malpractice carrier and no photographic evidence has been provided. Should the device be returned, an evaluation will be conducted and this incident report will be updated. A review of the manufacturing documents was performed and has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. There have been no additional complaints against this lot of (B)(4) units. A two-year review of complaint history revealed (B)(4) similar complaints for "patient burns". In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this alleged failure (B)(4) percent. A clinical data report states that undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits of use of the devices to the patients. The instructions for use advise the user or the following. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Failure to achieve good skin contact by the entire adhesive surface of the dispersive electrode may result in electrosurgical burns or poor electrosurgical performance. Heat applied by thermal blankets or other sources are cumulative with heat produced at the dispersive electrode. Choice of application site removed from other heat sources reduces the risk of patient injury. Power output should be limited to 300 watts for less than 60 second activation intervals in order to minimize the potential for patient burns. Always use the lowest power settings to achieve desired surgical effect. During surgery if patient is repositioned re-inspect dispersive electrode and all connections. Do not re-use or re-locate the dispersive electrode after initial application. An investigation has been initiated to further review this incident. The complaint system will continue to monitor this incident type.